Event description:
Additional information was received from the patient stating that they had surgery scheduled for (B)(6) 2016, to move stimulator elsewhere. The stimulator was sitting right upon their left sciatic nerve. They had appointments with their health care professional (hcp) regarding this event on (B)(6) 2014, (B)(6) 2015, and (B)(6) 2015. It was noted that on (B)(6) 2016 the surgery was to remove the current stimulator and reinsert a new stimulator in another site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a patient implanted for lumbar radiculopathy had their stimulator implanted on their hip and whenever they went on car rides they had to constantly get up because it caused discomfort. The patient suffered from sciatica so the location of the stimulator didn't help it. This had been happening since implant. The patient was having the stimulator replaced. The patient was following up with their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.